Event description:
3 units sharing the same lot # was opened and used in the same case, but all had roughly a 0.10 to 0.13 drift when pulling back. Pulled 2 additional units from shelf that shares the same lot #. Yes patient contact, but no harm done. Used a different vendor's pressure wire to complete the procedure.

Event description:
3 units sharing the same lot # was opened and used in the same case, but all had roughly a 0.10 to 0.13 drift when pulling back. Pulled 2 additional units from shelf that shares the same lot #. Yes patient contact, but no harm done. Used a different vendor's pressure wire to complete the procedure.